Manufacturer narrative:
Patient height is (B)(6)" and bmi (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
4 plates and 18 screws were implanted during the first revision surgery on (B)(6) 2017. Second revision surgery was performed on (B)(6) 2017.

Manufacturer narrative:
Patient ID and date of birth were not provided for reporting. Initial implant procedure was in (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is an unknown date in (B)(6) 2017. (B)(4). Device history records review was completed for part# 439.939, lot# 7505343. Manufacturing location: (B)(4), manufacturing date: oct 29, 2013. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5 mm ti proximal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a proximal tibial fracture repair in (B)(6) in (B)(6) 2017 when a plate and 7 saginal screws (non-synthes) were implanted. Her us doctor knew about the procedure and reviewed her x-rays (not available) when she returned to the us and noted the fracture did not hold the fixation. It was poorly reduced and poorly fixed/technique failure. On (B)(6) 2017, all hardware was removed intact (1-plate and 7 saginal head screws with varying lengths. The patient was revised with two plates and screws. There was no surgical delay. The procedure was successful and patient outcome was reported as fine. Concomitant devices reported: saginal head screw (quantity #7). This report is for one (1) 3.5 mm ti lcp proximal tibia plate. This is report 1 of 1 for (B)(4).